Event description:
Case description: investigation result. Since last submission, this case has been updated with the following investigation result added, imdrf code added, relevant fields updated in EU/ca tab and m/w form, narrative updated accordingly. Final manufacturer's comment: 20-sep-2023: the suspected product was returned to novonordisk for evaluation. Upon investigation of the returned sample, indicate that the patient has attempted to use the product with an incorrectly attached needle or to mount the needle in an oblique angle, which has caused the rear part of the needle to scratch the aluminium of the cartridge. Therefore, delivery issues could potentially have been experienced. The observed problem was due to incorrect handling of the product. 20-sep-2023: the suspected device ozempic (batch number: mp5b806) has been returned to novo nordisk for evaluation. Upon preliminary examination, rubber membrane was found to be bulged. Needle mark were observed on the aluminium cap. These observations indicate that the patient has attempted to use the product with an incorrectly attached needle or to mount the needle in an oblique angle, which has caused the rear part of the needle to scratch the aluminium of the cartridge. Therefore, delivery issues could potentially have been experienced. The observed problem is due to incorrect handling of the product. The claimed fault (needle attached when received) may not be obvious, as the user may be convinced that the pen was in a sealed package prior to the observation of an attached injection needle on the pen. If the needle is blocked, it will not be possible to deliver a pre-set dose. If a spare pen or needle is not available, the patient may experience hyperglycaemia. In case of the pen is received used, using it can cause bacterial or viral infection due to risk of cross contamination. However, pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The pen already came with this internal needle [product packaging issue]. Case description: this serious spontaneous case from brazil was reported by a consumer as "the pen already came with this internal needle(product packaging issue)" with an unspecified onset date, and concerned a male patient who was treated with novofine 32g 4mm (needle) from unknown start date for "device therapy", ozempic (semaglutide) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication", ozempic 0.25/0.50 mg (semaglutide) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. The patient reported that the pen already came with the "internal needle" and that the patient did not insert it. It was stated that due to this problem the patient could not use the product once. Batch numbers: for ozempic and novofine 32g 4mm was requested ozempic 0.25/0.50 mg: mp5b806. Action taken to ozempic was not reported. Action taken to ozempic 0.25/0.50 mg was not reported. The outcome for the event "the pen already came with this internal needle(product packaging issue)" was unknown. Ozempic is a prefilled device current location of device: device not yet returned period of use: unknown, ozempic 0.25/0.50 mg is a prefilled device current location of device: manufacturer period of use: unknown, name: novofine 32g x 4mm, batch number: unknown. A visual examination of the returned product was performed. It was confirmed that the unsealed back needle was broken. Please note that it was important to mount the needle straight onto the injection device/pen and not at an oblique angle. The observed fault was not related to any novo nordisk process. Name: ozempic, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: ozempic 0.25mg/0.5mg 1.5 ml, batch number: mp5b806. Visual examination and functional testing were performed. The returned device was found to function normally. When using a new needle there was no problem in using the device. Needle mark were observed on the aluminium cap. These observations indicate that the patient has attempted to use the product with an incorrectly attached needle or to mount the needle in an oblique angle, which has caused the rear part of the needle to scratch the aluminium of the cartridge. Therefore, delivery issues could potentially have been experienced. The observed problem was due to incorrect handling of the product. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control. The rubber membrane was bulging. This indicates that the cartridge had an incorrectly attached needle, blocked needle, or no needle attached to the pen when trying to dose. Therefore, delivery issues could potentially have been experienced if extensive force was applied to the cartridge during delivery of the preparation, the rubber membrane will bulge and the rubber plunger can also be compressed. The observed problem occurred after the product has left novo nordisk "upon analysis of the returned product, a fault which may lead to a medical consequence was found." Pen : customer claims needle attached when received - handling. This case was re-classified to a serious incident due to this fault." Preliminary manufacturer's comment: 27-jul-2023: the suspected product was returned to novonordisk for evaluation. Upon investigation of the returned sample, indicate that the patient has attempted to use the product with an incorrectly attached needle or to mount the needle in an oblique angle, which has caused the rear part of the needle to scratch the aluminium of the cartridge. Therefore, delivery issues could potentially have been experienced. The observed problem was due to incorrect handling of the product. H3 continued: evaluation summary: name: novofine 32g x 4mm, batch number: unknown. A visual examination of the returned product was performed. It was confirmed that the unsealed back needle was broken. Please note that it was important to mount the needle straight onto the injection device/pen and not at an oblique angle. The observed fault was not related to any novo nordisk process.